Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that when the md tried to remove the spring wire guide (swg) from the catheter in the emergency room, the swg began to unravel. As a result, he slowly removed both the catheter and swg together from the pt's jugular vein. A new kit was opened and used without issue to complete the procedure. There was no reported delay, death or complications to the pt as a result of this occurrence.